Event description:
A (B) (6) male patient, status post synex ii and pedicle screw/rod placement for initial injury of two story fall, has experienced anterior synex ii migration and posterior displacement/pullout of two pedicle screws (l5 right and left) shown on x-ray. The synex ii cage did not collapse, it moved sideways and subsided. Surgeon left synex ii in place. Surgeon revised the screws and compressed around the synex ii cage for stabilization on 4.1.10. Anterior revision was not revised. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.